Manufacturer narrative:
Follow up # 1/supplemental report text 12/13/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that a lead warning was receive for the dependent patient. There were a lot of low impedance paces on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Follow-up #2 (submission 09/24/2012)-device evaluation: lifescan received the test strips and control solution involved with the complaint and completed device evaluation on (B)(4) 2010 and (B)(4) 2011, respectively. The returned test strips and control solution passed testing. Investigation did not confirm the alleged complaint.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate control low was not resolved with troubleshooting.